Event description:
The customer reported that the cannula did not properly insert into the infusion site. The customer's blood glucose levels are as follows: time: 5:26am - pod activated, blood glucose (mg/dl): 336 - drank coffee, bolus (units): 4.5u. Time: 7:42am, blood glucose (mg/dl): 436, bolus (units): 5.5u. Time: 11:54am, blood glucose (mg/dl): 488 - pod was changed. After a new pod was applied, the customer gave herself a bolus of 5.6u and shortly afterwards, her blood glucose dropped to 305 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.